Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead exhibited high pacing impedance during implant. The physician backed the helix out of the tissue slightly which yielded better impedance values. The physician indicated it took an excessive amount of rotations to deploy the lead. The lead remains in use. No patient complications have been reported as a result of this event.